Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips that the device can¿t power on. The device was not in clinical use at the time the reported event occurred. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per the customer, they claim they do not own this device. No further information is available. Resolution and disposition is unknown as the customer claims to not own this device. Based on information provided and/or service performed, the customers alleged malfunction was not confirmed.